Manufacturer narrative:
(B)(4). Evaluation: the customer observed a small amount of smoke coming from the scc platform f of architect (B)(4) after the scc was powered off to troubleshoot the scc monitor that would not power on. The field service engineer (fse) found the power supply was internally damaged at the side of the ac inlet. A new power supply was installed to return the scc to normal function. The fse confirmed the power source in the laboratory meets specifications and there were no power surges around the time of the event. A return of the part was not available but a file image was attached which confirms a localized area of charring on the vented area near the ac inlet connector. A review of the (B)(4) service history found no contributing factor on or around the date of the event. A review of product labeling found adequate instructions regarding electrical specifications and requirements, electrical hazards, and electrical safety for the architect system. A review of complaints found no trends for replacements of the scc platform f power supply (part number 7-206072-01). A review for similar complaints identified 6 additional complaints for a smoking/burned/sparking scc power supply over a 53 month review period. Based on the investigation there is no indication that a systemic issue or deficiency of the scc f+ power supply (part number 7-206072-01) occurred. However, the information presented reasonably suggests a malfunction of the scc f+ power supply (part number 7-206072-01) did occur.

Event description:
The customer stated that the css monitor with the architect analyzer would not turn on. The customer decided to reboot the scc and upon powering up they observed a small amount of smoke. The customer turned off and unplugged the i1000sr analyzer, printer, and the ups(B)(4). There was no reported injury of a user or impact to patient management. There was no additional patient/user information provided.